Manufacturer narrative:
No conclusion can be drawn at this time. The process of screw fixation is technique sensative and care must be taken to ensure that the screws are fully tightened.

Event description:
Contact reported screw backed out from an eagle plate implanted. A revision was performed and the screw in question removed. Surgeon left the plate in place. As surgical intervention occurred, an MDR is being filed to document this event.